Event description:
It was reported that during use on a patient, a call was placed to the 800 number due to multiple catheter restriction alarms throughout the night on the cardiosave intra-aortic balloon pump (iabp), which during trouble shooting it was found to have blood in the drive line. Sensation plus 40cc catheter had a balloon leak with blood back in extender tubing possible blood ingress to the iabp. Catheter was d/c'd by md with plans to replace. Iab was removed and second to be re-inserted. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). Trackwise complaint record-(B)(4). Internal auto number: (B)(4). During use on a patient, the iabp possible had blood ingress, due to the fact that it was found to have blood in the drive line. No getinge service was requested by the customer to evaluate or repair the iabp unit. However, a getinge fse performed a full pm on the iabp, and the iabp unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.